Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report repeated no delivery alarms. The customer's blood glucose reading at the time of the call was 381 mg/dl. The paramedics were called to the customer's home for assistance, but they only checked his blood glucose levels, then left. Troubleshooting was declined, and a replacement insulin pump was requested. Nothing further was reported.